Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the pocket and incision site. Symptoms were redness and swelling at the site. It was determined that the infection was related to the procedure. The patient underwent an explant procedure.